Event description:
Hill-rom received a report from a hill-rom technician stating the right siderail would not latch. The bed was located in 1d at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the right siderail latch was missing the latch bolt and nut. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2013. It is unk if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the missing right siderail latch bolt, nut, roller guide and bushing to resolve the issue. Based on this information, no further action is required.